Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The allegation is against 2 of 4 leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs quattrode lead wide spaced, model: 3169, UDI: (B)(4),serial:(B)(6), batch: 6245385. Common device name: scs quattrode lead wide spaced, model: 3169, UDI: (B)(4), serial: (B)(6), batch: 6245385. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-03719 it was reported that the patient had high impedances on two leads. Surgical intervention was undertaken on (B)(6) 2023, where the leads were explanted and replaced. The investigation did not determine which leads the issue was related to. Therapy was restored post-op.